Event description:
It was reported that the saw was leaking water between battery and handle during cleaning at the user facility. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged failure of leaking could not be duplicated during the device evaluation. However, it was discovered that the boot on the sagittal saw head assembly was out of position. Damage to the boot can allow liquid to enter the saw head, which is a probable cause of the leaking that was reported.